Event description:
It was reported that the patient was experiencing loss of stimulation. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg) and high impedances were noted on the spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the ipg and leads were replaced. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19038710/19038710.